Event description:
On 7/7/97, co was advised of an experience by astra reporting the following info. It states as follows: report from a dentist of a needle breakage. The pt is a 35 y/o male with no significant medical history. He had been seen in the office in the past and received anesthesia without experiencing any untoward effect. On 7/2/97, he was scheduled for restorative work to teeth no. 18, 19, & 20. He was administered an inferior alveolar nerve block using on cartridge (72mg) of citanest plain and an accuject 30g short needle. Upon removal , the needle broke off at hub into the pt's jaw. The dentist took an x-ray and consulted a dental surgeon. While waiting for the surgeon's opinion, the dentist administered to his pt one upper infiltration of citanest plain using a different syringe and a 27g needle for restorative work to teeth number 8 & 9, uneventfully. On the same day, the pt was admitted to hosp for surgical removal of the needle. The needle was successfully retrieved from the pt's jaw. The outcome is unknown at the time of the report. Further info is anticipated. Health professional assessment of the causal injection site reaction: "possible".